Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronically elevated and high threshold on the left ventricular (lv) lead. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.